Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient was hearing a long steady tone for five days from the implantable cardiac defibrillator. The patient went to the doctor and the device was found to be working fine. The device remains in use. No patient complications have been reported as a result of this event.